Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. X-ray images provided indicate that there is an axial compromise of the inner stent diameter, which restricts blood flow within the stent. However, no damage or structural defects of the stent can be detected. As contrast media indicates that the flow within the stent is restricted, the reported reocclusion of the stent is confirmed. Based on the information available and the evaluation of the provided x-ray images, the reported reocclusion of the stent is confirmed. However, no damage or structural defects of the stent can be verified. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the instructions for use, e.g., "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension. Regarding selection of the correct size of the covered stent the instructions for use states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent graft placement, the stent had allegedly caused occlusion in the patient. The procedure was completed using another device. The current status of the patient is unknown.

Event description:
It was reported that sometime post a stent graft placement procedure, the stent had allegedly caused occlusion in the patient. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.